Event description:
During an incident on 07/19/2000 involving a male pt, this defibrillator analyzed a rhythm as "no shock indicated" when the customer believed the pt was still in vfib. The crew attached the pads, the unit analyzed twice as "no shock indicated", then shocked 2 times, then analyzed as "no shock indicated", and then shocked a third time. The pt went into asystole and was pronounced at a hospital.